Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The submitted and downloaded log files contained approximately 2 days of relevant data combined (on (B)(6) 2025 per the timestamps). The log file captured a backup battery fault alarm from on (B)(6) 2025 at 09:56:49 to 12:35:43 due to the backup battery not passing the load test. The backup battery did not pass the load test due to unloaded voltage measuring under the acceptable voltage of 10.2 v. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 13jul2023. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use, rev. C section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault alarm that was unresolved with a self-test. The system controller was exchanged. The patient had the same alarm over the weekend as well, which resolved with a self-test. Log files were submitted for review. The event log displayed multiple strings of backup battery fault alarms beginning on (B)(6) 2025 at about 9:56am through 12:35 pm on system controller (B)(6). It appeared that the backup battery faults occurred due to a failed ebb load test. There was no interruption in pump support during these events. There were no other unusual events seen within the log files.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.